Event description:
A trilogy100 ventilator was returned to the manufacturer service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the manufacturer service center, the failure of the initial power up was confirmed. It was suspected system and cpu board need replacement to address the issue. The device was scrapped.